Event description:
The customer alleged they received questionable creatinine plus (crep) results on their c501 analyzer. The customer alleged they had 15 samples affected. The customer provided data for four samples with discrepant results. The first patient's initial crep result was 150 umol/l. The repeat result was 62 umol/l. On (B)(6) 2014, the field service representative went on site. He changed all the probes and cuvettes and adjusted the pipette positions. A precision test was performed. On (B)(6) 2014, the second patient's initial crep result was 133 umol/l. The repeat result was 93 umol/l. On (B)(6) 2014, the third patient's initial crep result was 154 umol/l. The customer provided repeat results of 84 umol/l and 89 umol/l. On (B)(6) 2014, the fourth patient's initial crep result was 104 umol/l. The repeat results were 59 umol/l and 64 umol/l. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided. The crep reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be determined for this event. Carry over evasions have been updated and a wash step has been added. There have been no additional reoccurrences of these events.

Manufacturer narrative:
This event occurred in (B)(6).